Event description:
Same case as MFR#2134265-2009-03180, 2134265-2009-03182. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. Three taxus liberte stents, sizes 2.50x12mm, 3.5x32mm and 3.02x28mm, were implanted in the right coronary artery (rca). Immediately after the stents were implanted, the patient experienced itching which persisted for a week and then subsided. The itching returned a "few weeks" later with peeling of the skin. The patient's healthcare professional treated the itching symptoms with medication. The patient also experienced vomiting, nausea and diarrhea approximately three weeks after the taxus liberte stents were implanted and these issues have since resolved. The patient received versed, fentanyl, benadryl, asa, plavix, lipitor, heparin, lisinoprin, metoprolol, morphine, nitroglycerin, pepcid, and bivalirudin during the coronary stenting procedure. The patient's healthcare professional was unable to confirm the cause of the patient's complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed an no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.